Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the battery was showing 0% in self-test as the system was not holding charge. Replaced uninterruptible power supply (ups) and battery and it was showing 100% and holding charge. The system then passed the system checkout and was found to be fully functional. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the ups was tested and found to have field-effect transistors (fet) blown. All other outputs measured expected voltages. Analysis found that the reported event was related to an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The battery was returned to the manufacturer for analysis. Analysis found that the battery was tested and only measured .36 volts direct current (vdc) on arrival. The battery was fully drained due to field-effect transistors (fets) failure on accompanying ups. Analysis found that the reported event was related to an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when they had unplugged the system, it lost its power immediately. When the rep tried to plug it in and power it on, but it would not boot up. It was noted that after a few minutes, the rep was able to boot without issue. The covers were taken off and the uninterruptible power supply (ups) did not show a light for the battery. The battery was tested and is showing 0%. No patient involvement.